Event description:
Initial sodium result of 198mmol/l. Same sample repeated recovered 130mmol/l. Initial result was reported. Patient not adversely affected. The field service representative determined the water within the system appeared to be contaminated. The instrument was decontaminated. The user reports no further occurrences.